Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise can be seen beginning on the ra and rv channels of this lead on (B)(6) 2021 when an inappropriate vf detection occurred due to the noise. Since then, the noise has primarily presented on the ra channel, with inappropriate atrial monitoring episodes being recorded regularly. Since 2021, there have been several vf detections where therapy was aborted. On (B)(6) 2023 the patient received an inappropriate shock due to noise. Potential lead integrity issue. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.